Event description:
It was reported that the device battery did not last as long as expected. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported.